Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to heart, tilted and embedded in wall of the ivc,struts perforated into the ivc wall and contacting the aorta and duodenum .further it was reported that the two fractured struts embedded within the vertebral body of l3 and one detached migrated to the right lung base. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, the patient experienced abdominal pain. Imaging evaluation showed perforation of the filter into the aorta and duodenum and the patient was scheduled for filter removal. Venogram performed revealed ivc filter at the level of l2-l3 and the filter was significantly tilted with some struts extending to the aorta. At least 2 struts were fractured and embedded within the vertebral body of l3, and also a broken strut was seen migrated into the right lung base. The ivc below and above the levels of the filter was also patent, however, at the level of the ivc filter, the ivc shows severe narrowing and irregularity of its wall. Multiple attempts were made to retrieve the ivc filter by using deflecting wire, loop snare, rim catheter, and pigtail catheter, however, failed to mobilize the significantly embedded ivc filter. The procedure was aborted. Approximately nine months later, the patient also developed lower extremity dvt and recurrent pulmonary embolism. Later, the ivc filter, which migrated, was removed and replaced with an unknown filter. Therefore the investigation is confirmed for filter limb detachment, filter migration, perforation of the ivc, filter tilt and retrieval difficulties. However the exact location of filter migration is unknown based on the provided medical records. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and pigtail catheter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Additional narrative: description of event or problem ,date received by MFR,evaluation codes (device: 2907, 4001). Initial reporter (phone #).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five years post filter deployment, the patient experienced abdominal pain. Imaging evaluation showed perforation of the filter into the aorta and duodenum and the patient was scheduled for filter removal. Venogram performed revealed ivc filter at the level of l2-l3 and the filter was significantly tilted with some struts extending to the aorta. At least 2 struts were fractured and embedded within the vertebral body of l3, and also a broken strut was seen migrated into the right lung base. The ivc below and above the levels of the filter was also patent, however, at the level of the ivc filter, the ivc shows severe narrowing and irregularity of its wall. Multiple attempts were made to retrieve the ivc filter by using deflecting wire, loop snare, rim catheter, and pigtail catheter, however, failed to mobilize the significantly embedded ivc filter. The procedure was aborted. Approximately nine months later, the patient also developed lower extremity dvt and recurrent pulmonary embolism. Later, the ivc filter, which migrated, was removed and replaced with an unknown filter. Therefore the investigation is confirmed for filter limb detachment, filter migration, perforation of the ivc, filter tilt and retrieval difficulties. However the exact location of filter migration is unknown based on the provided medical records. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and pigtail catheter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to heart, tilted and embedded in wall of the ivc; struts perforated into the ivc wall and contacting the aorta and duodenum; two fractured struts embedded within the vertebral body of l3 and obstruction. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post filter implant and the fractured struts were retained in the patients vertebral body of l3 and right lung base; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five years post filter deployment, the patient experienced abdominal pain. Imaging evaluation showed perforation of the filter into the aorta and duodenum and the patient was scheduled for filter removal. Venogram performed revealed ivc filter at the level of l2-l3 and the filter was significantly tilted with some struts extending to the aorta. At least 2 struts were fractured and embedded within the vertebral body of l3, and also a broken strut was seen migrated into the right lung base. The ivc below and above the levels of the filter was also patent, however, at the level of the ivc filter, the ivc shows severe narrowing and irregularity of its wall. Multiple attempts were made to retrieve the ivc filter by using deflecting wire, loop snare, rim catheter, and pigtail catheter, however, failed to mobilize the significantly embedded ivc filter. The procedure was aborted. Approximately nine months later, the patient also developed lower extremity dvt and recurrent pulmonary embolism. Later, the ivc filter, which migrated, was removed and replaced with an unknown filter. Therefore the investigation is confirmed for filter limb detachment, perforation of the ivc, filter tilt and retrieval difficulties. However the exact location of filter migration is unknown based on the provided medical records. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and pigtail catheter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to heart, tilted and embedded in the wall of the ivc; the struts perforated through the ivc wall contacting the aorta and duodenum; two fractured struts embedded within the vertebral body of l3 and obstruction. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.